Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. No specific explant date was provided, however, the medical records provided for the procedure performed on (B)(6) 2008 state "the patient had a very loose prolene (non-bard davol) that she had placed by a previous sling urethropexy. This had previously been tightened by a marlex bolster that subsequently became infected and had to be removed." The medical records provided indicate the patient experienced infection. In regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: patient underwent a sling urethropexy procedure with implant of unknown non-bard davol "prolene." On (B)(6) 2008 - the patient was diagnosed with stress urinary incontinence (sui) and intrinsic sphincter deficiency. The patient underwent a tightening of sling urethropexy with implant of a bard davol "bolster" flat mesh. In 2008 - patient was diagnosed with "infected marlex" mesh (davol flat) and underwent removal of the mesh. On (B)(6) 2008 - patient had an md office exam due to urinary incontinence, a urine specimen was obtained for a culture. On (B)(6) 2008 - patient was diagnosed with a loose sling urethropexy and stress urinary incontinence. The patient underwent a revision of sling cystoscopy procedure.